Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years, 1 month. The device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a routine checkup on (B)(6) 2016, one pump stoppage was noted in the system controller log file. The patient was reportedly asymptomatic. The manufacturer's technical services representative reviewed the system controller log file and confirmed the pump stoppage and another short stoppage that occurred (B)(6) 2016. Submitted x-ray images showed no clear results. An examination of the driveline was performed by the manufacturer's technical services representative and no damaged areas were located and a pump stoppage was not able to be reproduced. An external driveline replacement was performed on (B)(6) 2016; however, during the procedure there was an unexpected pump stoppage. A decision was made to exchange the pump on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The pump was returned along with the internal portion of the driveline as well as the both the distal end replacement and original external portion of the driveline. In total, approximately 37 inches of the original driveline and 26 inches of the replacement driveline was returned. Examination of the original driveline revealed abrasion marks and breaches in the insulation of the brown, black, green, orange, and red wires approximately 3.5-6.5 inches from the pump housing, located internal to the patient. The damage appeared consistent with abrasion damage against the metal shielding due to repetitive movement of the driveline at this location. As a result of the insulation damage, the underlying conductors of the brown, black, green, orange, and red wires were exposed. The reported low speed operation and pump stoppage events while on battery power would have occurred as a result of the exposed conductors of two wires from different motor phases directly contacting each other or making simultaneous contact with the metal shield while the system was on battery support. The external portion/distal end replacement driveline and repair site were examined and no problems were observed. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.